Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's next of kin that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 212 mg/dl the night before they went low. The customer was given food, intravenous dextrose, and glucose tablets to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller reported the customer's pump and meter were not communicating. The caller reported that this was the third incident since (B)(6) 2019. The customer also reported pump physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test blood glucose meter communicates properly to the insulin pump. No damage on the lcd screen noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).